Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 939.3 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient heard a repeated alarm. When the hcp interrogated the pump, they saw a repeated "motor stall occurred" message. It was reported there were no withdrawal symptoms. The event date was reported to be (B)(6) 2018. The pump was replaced on (B)(6) 2018, and the issue resolved. It was reported there were no external factors; there was no nuclear magnetic resonance (nmr). The pump would be returned. The patient status was alive - no injury. Further complications were not reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.